Event description:
It was reported that during set-up the nim 3.0 patient interface provided the no stimulation response. The stim return on the monitor show (0) when attempting to deliver stimulus. There was no stimulus delivery tone heard and no waveform displayed, when attempting to stimulate the nerve the procedure was completed with another equipment. There was no patient involvement.

Manufacturer narrative:
H3: product analysis observed that the impedance self-test of stim 1 failed and found that fuse of the stim l broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.